Event description:
It was reported the camera of the rigid video laparoscope had a misconnection. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed, the fiber bonding in the distal end outer tube area is damaged, the light guide-bundle of the insertion section is broken and therefore the light transmission is not given or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide-bundle of the insertion section is broken and therefore the light transmission is not given or too low, and the image is not displayed. The cause of the fiber bonding in the outer tube area being damaged and the broken light guide-bundle was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.